Event description:
A report was received from FDA through the voluntary medwatch program (B)(4) from a lasik pt, reporting the following experience: pt reporting chronic dry eyes and halos as a result of lasik eye surgery. Pt now has difficulty at work seeing computer monitor. Pt takes 3 times the daily recommended amount of fish oil pills twice a day. Pt uses eye drops every 2 hours, optive refresh preservative free. These cost about an unk amount per month. Pt has blurred vision due to the dry eyes and an itchy annoying feeling constantly. At night, pt sees some halos although not bad enough to keep me from driving. Pt takes refresh optive 6 times daily.

Manufacturer narrative:
No service was performed, the user facility did not request service as a result of this event. This incident was never reported to the MFR by the user facility. No further info is available.